Event description:
It was reported that the patient presented to the clinic with complaints of pain at the device pocket site. The physician elected to explant the pacemaker on (B)(6) 2026. The patient was in stable condition.